Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. According to the customer, the vent was inspected and they could not duplicate the alleged malfunction.